Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent dislodged from the balloon. It was noted during unpacking that the 3.50x12mm liberte bare metal stent was "free in the package." The device did not come in contact with the pt. The physician successfully completed the procedure with another of the same device. There were no pt complications reported.

Manufacturer narrative:
Device analysis. The device has not been received for anaylsis. If any additional relevant info is received, a supplemental MDR will be submitted.